Event description:
The hospital discovered the same positive organisms in a patient's bronchial lavage (bal) sample and an olympus bf-p20d bronchoscope. The patient did not show any signs of infection related to the positive cultures.